Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent shortened. An innova self-expanding stent was selected for a procedure in the leg and during an unknown time in the procedure it was reported that the stent shortened. No patient complications were reported.